Event description:
I got dental implant surgery in 2020 (4 implants total) last summer one of the implants loosened up and came out a couple months later. I noticed the shiny metal coating had corroded on the remaining 3 implants and I am having a variety of heavy metal toxicity as well as an allergic reaction to the elements. The dentist never asked if I had a nickel allergy before anchoring this nickel into my mouth. I now have an appointment to have the implants removed. I have an invasive candida infection I cannot get rid of so I started calling it a fungal possession since it feels like candida has taken over my body and I am just the unfortunate host. Reference report #mw5160149, #mw5160150, #mw5160152.